Event description:
Boston scientific received information that the patient placed a magnet on the device during the transtelephonic monitoring and got a magnet rate of 100 then removed it; however, the pacing rate stayed at 100ppm. Upon interrogation, a pop up message displayed ¿magnet is present, remove magnet¿. Boston scientific technical services (ts) advised to turn off the magnet and the rate was returned back to normal thereafter. Ts discussed a possible sticky magnet switch. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.